Manufacturer narrative:
Concomitant products: product ID 977a260, lot # va0k9ww034, implanted: (B)(6) 2014, product type lead; product ID 977a260, lot # va0jvjs012, implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient's outcome that was previously reported was noted in error. The correct patient outcome was that the patient had recovered without permanent impairment.

Event description:
Additional information received reported that the patient was going to be having a gastro-jejunum feeding tube (g-j tube) placed by the health care professional.

Event description:
It was reported the patient had a loss of stimulation and therapeutic effect. It was noted that the patient had a loss of pain relief. The reporter stated that the patient had a chronic pancreatitis attack that was previously well controlled by therapy. It was noted the attack put the patient in the emergency room. The patient was reprogrammed and given several new options to try. It was reported the patient was alive and without injury. Additional information received later reported that the patient had not recovered and that the symptoms/issue was ongoing. It was noted that the patient was referred to a gastroenterologist. It was reported that the patient continued to have additional episodic pain in the right upper quadrant. The patient had intermittent crampy abdominal pain that was worse in the afternoon about 1-2 hours after a meal. The stimulator provided some relief but he continued to have issues with missing work secondary to pain flares every month. The flares caused a hospitalization for 2-3 days with bowel rest and opioids intravenously. The patient had at times eliminated milk as well as gluten as possible modifiers for his abdominal pain. It was noted that the patient had a history of chronic pain that was initially diagnosed as idiopathic pancreatitis. The latest working diagnosis was chronic abdominal pain that was not of pancreas origin. The patient was recommended the spinal cord stimulation for chronic abdominal pain. The spinal cord stimulator that was placed provided some relief but it continued to cause the patient to be hospitalized intermittently. It was noted that there appeared to be some relation to meals as his worse attacks happened mid-afternoon. The pain flares were post-prandial and were intermittent with 20-30 day attacks. The patient was unable to do physical activities due to pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.